Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account reported that on (B)(6) 2019, the patient presented to the emergency room (ER) with a major nose bleed. The patient¿s nostrils were packed and the bleeding ultimately stopped. The patient was scheduled to follow up with an ear, nose, and throat (ent) doctor. The patient was reportedly not having any issues with the lvad at the time. Review of the log files provided by the account revealed no atypical events or alarms and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was having no issues with vad at this time. The patient had a major nose bleed. Patient was seen in emergency room and treated with packing of nostrils. Bleeding stopped. Patient followed up with ent doctor. The log file analysis showed that the pump values and parameters were within normal limits. No unusual events noted.